Manufacturer narrative:
A sample device was not returned for analysis. Cartridge product history records were reviewed and documentation indicates the product met release criteria. The associated iol product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested. A returned questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that a cartridge got broken upon injection of the iol in the posterior chamber during a cataract surgery. This led to a corneal oedema and prolonged the surgery time. The cartridge and the iol were replaced to continue the surgery. In a follow up, the surgeon reported that the event resolved with eye drop treatment in the expected timeframe of 3-4 weeks.

Manufacturer narrative:
The cartridge and the iol were returned separately. Also a photo was available. The photo displayed the pouch with product information, the used cartridge, and white gauze all in a plastic bag. Tip damage could not be confirmed from the photo due to the quality of the photo. Results from the product history record review indicated the product met release criteria. The customer indicated the use of a lens model which is not qualified for the cartridge/handpiece combination used. Product history records could not be reviewed for the iol because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause of the cartridge damage is most likely related to a failure to follow the dfu. The account used a lens/cartridge combination which is not qualified for use. The use of non-qualified combinations may result in delivery issues and/or damage. Additionally, the large diopter of 30.0 is not qualified for the cartridge. The manufacturer internal reference number is: 2016-42821

Manufacturer narrative:
The cartridge and the iol were returned separately. Only a small amount of solution was observed in the cartridge. The tip is heavily stressed and is split/cracked along the side through the tip end. The wings show evidence of having been placed into a handpiece. The iol has solution and has a linear scratch. (B)(4).